Manufacturer narrative:
Per pre-decontamination evaluation observations, the sheath liner appeared to be fully circumferentially delaminated, there was sheath liner bunching at the delamination site, the c marker band was present, the distal tip appeared to be stretched at the vertical score line, there was a small piece of plastic observed at the distal tip along the hdpe seam, there are scratches at the distal end of the sheath, and there is soft tip damage. Section h6 (device codes) was updated.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the sheath used in the case. Please reference related manufacturer report number 2015691-2021-01072. The investigation is ongoing. The investigation is ongoing.

Event description:
During deployment of a 23mm sapien 3 ultra valve in the aortic position, the balloon ruptured at full inflation. The devices were able to be removed without issue. There was no injury to the patient. The balloon was intact after removal from the patient. However, while rinsing the device on the back table, part of the balloon was ripped. The patients native annulus measured 430 to 452 mm and there was mild calcification of the annulus and leaflets. The valve was deployed with 2cc of additional inflation volume. Bav was not performed. After the patient went back to recovery, their leg developed ischemia. A thrombectomy was performed as thrombus was obstructing blood flow. Per the cardiologist, the event may have been a result of tight vessels and difficulty advancing the valve, or possibly due to the balloon and sheath being removed as a unit after the balloon ruptured.

Manufacturer narrative:
The devices were returned to edwards lifesciences for evaluation. During visual analysis it was observed the sheath liner was fully circumferentially delaminated 2.5 cm in length from the distal tip, there was sheath liner bunching at the delamination site, there were scratches observed at the sheath distal end, the distal tip was stretched at the vertical score line, and there was soft tip damaged. Due to the nature of the complaint, no functional testing or dimensional testing was able to be performed. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed other similar complaints. A complaint history review on confirmed device complaints (returned and no product returned) from february 2020 to january 2021 revealed other similar complaints, but no edwards defect was identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in the sheath slightly pulling back the sheath 1 to 2 cm while advancing the thv/ delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post dilation is needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for resistance between system components, difficulty advancing through sheath was unable to be confirmed and the complaint for sheath liner delamination was confirmed based on visual inspection of the return device. Investigation of the device, DHR and lot history revealed no indication that a manufacturing nonconformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. Per the report, during deployment of a 23mm sapien 3 ultra valve in the aortic position, the balloon ruptured at full inflation. Per the physician, the event may have been a result of tight vessels and difficulty advancing the valve, or possibly due to the balloon and sheath being removed as a unit after the balloon ruptured. Per the procedural training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Additionally, per visual inspection, scratches on the sheath shaft and soft tip damage were observed indicating calcification within the access vessel. The presence of calcification and tight vessel can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. Additionally, per the report, during deployment of a 23mm sapien 3 ultra valve in the aortic position, the balloon ruptured at full inflation. Withdrawal of a burst balloon with an altered balloon profile through the sheath can potentially result in the balloon catching on the sheath distal tip. The liner can be delaminated with additional of excessive device manipulation. Per procedural manual, if delivery system balloon ruptures or leaks during deployment without thv embolization: do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Available information suggests that patient factors (calcification/ vessel size) and/ procedural factors (burst balloon retrieval) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, per the physician, the thrombus event may have been a result of tight vessels and difficulty advancing the valve, or possibly due to the balloon and sheath being removed as a unit after the balloon ruptured. The complaint for resistance between system components, difficulty advancing through sheath was unable to be confirmed based on the return device. However, no manufacturing nonconformances were identified during evaluation. Available information suggests that patient factors (calcification / vessel size) may have contributed to the reported complaint event. No labeling or IFU inadequacies have been identified. No IFU/training deficiencies were identified; therefore, no corrective or preventative action is required. A pra captures a product risk assessment for the issue. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint sheath liner delamination was confirmed based on the return device. However, no manufacturing nonconformances were identified during evaluation. Available information suggests that procedural factors (burst balloon retrieval) may have contributed to the reported complaint event. No labeling or IFU inadequacies have been identified. No IFU/training deficiencies were identified; therefore, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.